Manufacturer narrative:
Complaint number (B)(4) upon inspection the complaint was confirmed. Both devices were jammed due to the opening cable hopping off of the pulley and catching between the pulley and the toggle. During evaluation of the second device the jaws were able to be forced closed, so the cable was back on the pulley. Noticeable fraying was present prior to re-seating the cable.

Manufacturer narrative:
(B)(4). The device has been received but not yet evaluated. When additional information is received a supplemental report will be submitted.

Event description:
An atricure 45 pro2 device was opened in normal sterile fashion, being sure not to injure device while removing from inner packaging. The clip was then opened and closed before inserting into the body to ensure it was in good working order. The device failed to close, was then placed on back table and not inserted into patients body. This same failure happened with another pro2 45 and pro250, until finally a fourth device was opened and found to be in proper working order. The pro250 mm clip was placed at the base of the appendage and closed correctly, completely ligating the appendage. Tee was utilized to ensure a proper closure of the appendage with zero migration. Patient was discharged, without issue, 3 days post surgery.